Event description:
A surgeon reported a system message displayed and the footswitch failed during a cataract procedure. An alternate footswitch was borrowed from another facility, but failed as well. The procedure was completed with an alternate system following a three hour delay. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).